Event description:
The customer stated that she was hospitalized for high blood glucose levels and vomiting. The customer stated that the tape did not stick. Causing the infusion set to fall off, causing the high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer was unable to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.